Event description:
The ventricular catheter was implanted in 2001. Twelve to sixteen hours post-op the pt developed seizures/apnea. Csf at that time was purulent. Culture of csf - clostridium species, not perfringens. Csf at time of placement of catheter - no growth. Product was removed in 2001.